Event description:
It was reported that customer received a sensor error. Customer's blood glucose was 50 mg/dl. It was found that sensor cannula was bent. Customer declined speaking with helpline. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.